Manufacturer narrative:
Further information has been requested but not yet received.

Event description:
During the procedure, the generator showed an error message. As a result, the procedure could not be completed.

Manufacturer narrative:
Correction: this device is no longer considered reportable as the event was discovered prior to the procedure and there was no patient involvement.

Event description:
Additional information indicates that there was no patient involvement as the event occurred prior to the procedure.